Event description:
It was reported that the patient had three inappropriate shocks. The doctor elected to explant and replace the system with a transvenous system. This was done successfully. There were no additional adverse patient effects.